Event description:
The wife of the home patient (hp) contacted a technical service rep (tsr) and reported the hp was bloated with a distended abdomen, as if he were overfilled, at the end of the therapy using the homechoice automated peritoneal dialysis (apd) system. The incident was reviewed over the phone with the tsr, which revealed the hp's total ultrafiltration (uf) was - 749 mls. According to the hp's wife, the hp's typical total uf is around +1000mls. The tsr verbally assisted the hp to perform a manual drain and the hp removed 2100mls of fluid, which was 2000mls greater than the pt's last fill volume received of 100mls. The tsr subsequently swapped the customer's device. There was no pt injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B) (4). Add'l PMA/510(k): k923065. H3: customer sample received; however, eval not yet completed.